Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the history log files it was possible to detected an infusion therapy with a programmed infusion rate of 960 ml/hr and a vtbi of 480 ml. Due an upstream alarm the infusion was stopped after a run time of 5 minutes. A reason of the upstream alarm could not be clarified. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. Some age related sign of tear and wear could be detected, but no visible damages were found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec (B)(4) was arranged. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damage or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): "over infusion". Customer information: metronidazole infusion commenced at 21:35. Pump set to deliver infusion over 30 minutes. Pump alarmed at 21:40 due to medication bag being empty. Pump had delivered the whole dose in 5 minutes instead of 30 minutes. Screen display stated that there was still 25 minutes left of the infusion to be run. The day of occurrence was not reported from the customer.